Event description:
According to the report by (B)(4), of cryolife's hero distributor (B)(4), on the (B)(6) meeting in (B)(6): (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component.

Manufacturer narrative:
According to the report by the distributor during (B)(6): representatives from (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component. The following additional information was received on 12/11/2014: "the patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The vascular access coordinator had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event. A review was performed of the available information, the instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication that ranges from 2.6% to 3.8% with hero and 3.8% in arteriovenous graft (avg). Steal syndrome is a known complication of the hero device cause shunting of arterial blood into the venous system. Steal syndrome is not unique to hero graft and is a well-known complication of hemodialysis conduits and may be managed by ligation or explant. According to the information provided, all of the patients had procedure modification to include flixene graft attached to a small portion of arterial graft component. This is a modification to the device, so cryolife cannot support this modification as it is not an approved indication/modification to the device. The IFU provides adequate instructions to implant the graft in the approved configuration but no allowance is made for off label use. Clinical outcomes with a modified device have not been evaluated by cryolife.

Event description:
According to the report by (B)(6), of cryolife's hero distributor (B)(4), on the (B)(6): (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. It is unknown if either the hero 1001 or hero 1002 contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component.

Manufacturer narrative:
According to the report by the distributor during the (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. The following additional information was received on 12/11/2014: "the patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The vascular access coordinator had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event. Additional information was received from the complainant on 02/03/2015 and the complaint was re-opened at that time. The additional information is still under investigation. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report by (B)(4), of cryolife's hero distributor (B)(4), on (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. It was initially unknown which component of the hero device attributed to the alleged event thus reports were submitted for both components. This medwatch is for the hero 1002 component. Based on the additional information received it was determined that hero 1002 component was the only component which could have attributed to the event. Additional information was received on 02/03/2015 from the hospital. The hospital stated: "the hero graft was inserted on (B)(6) 2015. She was admitted post-operatively for observation and dialysis. On post-operative day 1, her blood pressure remained very low in the 80s-90s mm hg systolic and as such the graft occluded and she was brought back emergently to the or for thrombectomy. This was successful but within a few hours she developed severe vascular ischemic steal in her left hand and had to be returned to the or that same night for explantation of the hero graft and replacement with a new left internal jugular catheter." The patients comorbidities were as follows: hypertension, impaired glucose tolerance, membranous glomerulonephropathy, multiple failed av fistulas, nephrectomy 2014, peritoneal dialysis peritonitis, previous failed renal transplant, diabetes, dyslipidemia, hypertension

Manufacturer narrative:
According to the report by territory manager for (B)(4), (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected." This complaint is to investigate the graft explant. The following additional information was received on 12/11/2014: "the patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The vascular access coordinator, (B)(6), had discussed this with the surgeon dr. (B)(6) and he is in agreement that this case should not be considered a graft related event. On 02/03/2015 additional information was received from (B)(6). The date of implant was (B)(6) 2014 and both events occurred on (B)(6) 2014. The lot number is h14av013. When asked to provide a description of the event it stated: "the hero graft was inserted on (B)(6). She was admitted post-operatively for observation and dialysis. On post-operative day 1, her blood pressure remained very low in the 80s-90s mm hg systolic and as such the graft occluded and she was brought back emergently to the or for thrombectomy. This was successful but within a few hours she developed severe vascular ischemic steal in her left hand and had to be returned to the or that same night for explantation of the hero graft and replacement with a new left internal jugular catheter." The patient impact was two surgical revisions with eventual removal of the graft and re-insertion of a tunneled catheter. The patient's co-morbidities are, "hypertension, impaired glucose tolerance, membranous glomerulonephropathy, multiple failed av fistulas, nephrectomy 2014, peritoneal dialysis peritonitis, previous failed renal transplant, diabetes, dyslipidemia, hypertension" the instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication that ranges from 2.6% to 3.8% with hero and 3.8% in arteriovenous graft (avg). Steal syndrome is not unique to hero graft and is a well-known complication of hemodialysis conduits and may be managed by ligation or explant. All of the patients reported in this series had a modification at the time of implant to include a flixene graft attached to a small portion of the arterial graft component (agc). The IFU provides adequate instructions to implant the device in the intended configuration. Clinical outcomes with the hero graft in conjunction with a flixene graft have not been evaluated by cryolife. The flixene graft is an approved medical device to be used for av access so one would anticipate similar clinical outcomes, including anticipated adverse events as those reported above. A review was performed on the available information. Steal syndrome and occlusion are common known potential complications listed in the hero graft instructions for use (IFU), and do not suggest that there is a deficiency in the hero graft or the hero graft IFU.

Event description:
According to the report by (B)(4), of cryolife's hero distributor (B)(4), (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. It was initially unknown which component of the hero device attributed to the alleged event thus reports were submitted for both components. This medwatch is for the hero 1002 component. Based on the additional information received it was determined that hero 1002 component was the only component which could have attributed to the event. Additional information was received on 02/03/2015 from the hospital. The hospital stated: "the hero graft was inserted on (B)(6). She was admitted post-operatively for observation and dialysis. On post-operative day 1, her blood pressure remained very low in the 80s-90s mm hg systolic and as such the graft occluded and she was brought back emergently to the or for thrombectomy. This was successful but within a few hours she developed severe vascular ischemic steal in her left hand and had to be returned to the or that same night for explantation of the hero graft and replacement with a new left internal jugular catheter." The patients comorbidities were as follows: hypertension, impaired glucose tolerance, membranous glomerulonephropathy, multiple failed av fistulas, nephrectomy 2014, peritoneal dialysis peritonitis, previous failed renal transplant, diabetes, dyslipidemia, hypertension

Manufacturer narrative:
This investigation is currently ongoing.